Event description:
It was reported that pump experienced malfunction alarm with code that caller was able to reset, and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, confirmed malfunction did not recur after reset, was advised to continue using pump and to call back if malfunction returned, and acknowledged understanding of instructions.